Manufacturer narrative:
The system was examined and the product being used was not our product. The company representative supplied the customer with a laser indirect ophthalmoscope (lio) from our company. The associated system was manufactured on july 7, 2010. Based on qa assessment, the system met specifications at the time of release. The root cause cannot be determined conclusively, as the lio fiber the customer was using was not manufactured by our company. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope did not leave a laser mark. The scheduled procedure was canceled. There was no patient involvement.